Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred, and the alarm did not reoccur once the power was turned back on regarding a trilogy 100. The "replace detachable battery" alarm occurred at the same time. The device was in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated by operational checking performed. While investigating the event log an error code (vbatt_sense_high) was logged at the same of occurrence of the event. Since a failure in power management board was considered as the cause, power management board was replaced. Additionally, since noise coming from motor blower assembly was confirmed by operational checking, the motor blower assembly was replaced. Stirring fan foam and 43-micron filter was also replaced accordingly. No further investigation is required at this time. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05.